Event description:
On (B)(6) 2018, a 20 mm amplatzer septal occluder was selected for implant. At the time of device deployment, the distal disc deformed and the user resheathed the device and abandoned the procedure. The patient remained stable. Additional information on treatment plans has been requested.

Manufacturer narrative:
Edited event description. Updated contact information. The reported event of deformity upon deployment could not be replicated. One video was received for analysis, which showed both discs of an occluder deploy in a bulbous shape. The received device met all functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2018, a 20mm amplatzer septal occluder was selected for implant. When the physician deployed the device within the patient, the distal disc was deformed. The device was resheathed and removed and the procedure was aborted. The patient was reported stable. Additional information was requested, but not provided by the physician or hospital.